Manufacturer narrative:
(B)(4). A review of records related to the device including labeling, complaint trending, and risk documentation will be performed. Upon completion of this review, if there is any further relevant information obtained, a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc has been submitted.

Event description:
It was reported that a laser vision correction patient had surgery on (B)(6) 2019 and presented on (B)(6) 2019 with loose epithelium and edema in right eye causing reduced bcva (best corrected visual acuity) post-treatment. Patient¿s chief complaint was blurred vision in right eye. The patient experienced loss of best corrected visual acuity. A secondary surgical intervention (epi scrape) was required. Patient reported symptoms are interfering with daily activities. Bcva from (B)(6) 2019: right eye pre-op 20/25 -5.75 x -1.00 x 89, left eye pre-op 20/20 -4.75 x -.50 x 99. Bcva from (B)(6) 2019: right eye post-op 20/40, left eye post-op 20/20.

Manufacturer narrative:
Correction: h4: in initial report, the device manufacture date was inadvertently reported as 1/11/2007, however the correct date is 01/11/2008. This follow up has the correct date indicated in section h4. All pertinent information available to johnson & johnson surgical vision, inc has been submitted.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.